Manufacturer narrative:
Batch review performed on 27 june 2022. Lot 2108907: (B)(4). Expiration date: 2026-sep-03. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting a stiff knee. At 5 months after the primary surgery, the surgeon revised the 12mm poly to a 10mm poly and the surgery was completed successfully.